Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the luer connection of the infusion set resulting in elevated blood glucose levels. The patient advised that the luer lock is cracked. This issue occurred with four infusion sets.